Event description:
The customer reported a motor error. The blood glucose reading was 117 mg/dl. The alarm occurred during a cannula fill. The insulin pump was not dropped or exposed to a strong magnetic field. The patient was assisted with clearing that alarm. The customer stated that the unit would not rewind. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to flattened buttons dome switch. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.